Event description:
It was reported that pump experienced malfunction with displayed malfunction code but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.